Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument stopped working. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the fbf instrument was inspected prior to use and there was no damage or anything out of the ordinary was noted. The customer noted that there was no arcing event, but the movement of the jaw was not good. The cannula and the pin gauge were inspected. The fbf instrument was connected properly to the integrated electrosurgical generator unit (iesu). The fbf instrument tips did not collide with any other instrument/tool, or touch any staple, clips, or sutures while energized. There was no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal end. Due to the broken conductor wire, the instrument failed the electrical continuity and energy delivery tests. An additional finding unrelated to the primary failure was the instrument was found to have charring and/or localized melting on the outer surface of one yaw pulley, resulting in an exposed electrode. The complaint was confirmed by failure analysis.